Manufacturer narrative:
H6: investigation summary. One sample model 2420-0500 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and infused at a rate of 125 ml/hr for 1 hr. During and after the infusion there was no air bubbles in the tubing or bulge/ballooning in the silicone segment. The customer complaint that there was a bubble in the tubing could not be replicated. Pictures sent in by the customer verifies the complaint that there was ballooning in the silicone segment. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that an air bubble formed in the bd alaris¿ pump module smartsite¿ infusion set IV tubing while priming the set. The following information was provided by the initial reporter: "bmc had an incident with a bubble in the IV tubing while priming set 2420-0500... The nurse states the bag was not squeezed during priming and that it was not connected to a pump. The bubble occurred in a spot that we have not seen before."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an air bubble formed in the bd alaris¿ pump module smartsite¿ infusion set IV tubing while priming the set. The following information was provided by the initial reporter: "bmc had an incident with a bubble in the IV tubing while priming set 2420-0500... The nurse states the bag was not squeezed during priming and that it was not connected to a pump. The bubble occurred in a spot that we have not seen before."